Event description:
On june 19, 2008, the reporter/layperson informed a customer care advocate, cca, that the pt/layperson's one touch ultralink meter would not turn on. Although the meter turned on once with the button during troubleshooting with the cca, during the second attempt, it would not turn on with the button or with the test strip. The cca replaced the meter and test strips. The patient had no symptoms nor received medical intervention.

Manufacturer narrative:
Lifescan has requested the return of the subject meter and strips for evaluation, but has not yet received them. If either the meter or strips are returned, lifescan will evaluate it/them and, if either the meter or strips do not pass inspection, lifescan will inform FDA of the results in a supplemental report.